Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during implant surgery, a generator had low output current with normal impedance values. Test resistors and an additional programming system was used to troubleshoot, but without success. The surgery proceeded using a different generator with success. Suspect product has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
Generator analysis was completed. Visual observations are most likely associated with manipulation of the device during the implant/explant procedures. The reported allegation of "output current low" was duplicated in the lab. Diagnostic values indicated that the output current reported low with the device programmed to a intended higher output current. However, the measured output signal amplitude demonstrates that the pulse generator is able to deliver the programmed intended higher output current (with the pa load resistor) despite the warning message of a low output condition. Other than the mentioned low output event, the device performed according to functional specifications. No other relevant information has been received to date.

Event description:
Information was later received that although low output current was seen during a surgery with this generator on (B)(6) 2023, it had been implanted for a while at this point with it's date of implant being (B)(6) 2022. The generator was explanted on (B)(6) 2023. No other relevant information has been received to date.

Event description:
Additional generator data was received which found the low output current was seen earlier than originally reported.

Event description:
The generator that had low output current was returned and received by the manufacturer to undergo product analysis. Analysis has not been completed to date.